Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a off no power anomaly. The customer also stated their insulin pump does not turn on, even with a new battery. The customer had replaced the battery, but the problem persists. Customer had reverted to manual injections. The customer's blood glucose was unknown. No additional information provided.